Event description:
It was reported that an ilet displayed ¿connect cgm or enter bg, dosing stops in [countdown]¿ after a freestyle libre 3 plus sensor change, despite the new sensor being applied and scanned, and the cgm menu showing pairing; a device restart led the display to update to ¿sensor warm-up¿ with a remaining countdown and the user was advised to monitor for cgm readings after warm-up. Symptoms included no cgm glucose availability prompting the dosing-stops-soon message. Outcomes included temporary interruption risk to automated dosing until cgm data resumed. Investigation included customer troubleshooting and device restart to facilitate cgm pairing and warm-up recognition. Investigation of this case revealed the device was operating as designed, with the dosing-stops-soon alert triggered by missing cgm data during sensor replacement and the subsequent warm-up period, and no device component malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was user-interface and workflow related to cgm sensor replacement and expected cgm warm-up behavior.